Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lost was found to have met all acceptance criteria.

Event description:
The customer called to report high bg readings (347-359mg/dl) in conjunction with a pod alarm that was received after a bolus was delivered. The pod was reported to have been in communication with the pdm up until the alarm, at which point the pod deactivated. The pod will be returned for evaluation.